Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that 3-4 weeks ago he was sent samples of infusion sets to try. He stated that he tried the samples and throughout the day the infusion set fell off his body. He stated he discovered this because he started to feel hot, shaky, confused, and had difficulty speaking. He checked his infusion site and found it was "floating loosely" in his shirt. He then tested his blood glucose and it measured 28 mmol/l (504 mg/dl). His normal blood glucose is around 12 mmol/l (218 mg/dl). He stated he gave himself an insulin injection and changed his infusion site. The patient did not require assistance from a healthcare professional or second party to address the issue. The patient discarded the product, therefore, no product will be returned for evaluation.